Event description:
Boston scientific crm received information that this atrial lead had no sensing even at the most sensitive settings, as well as elevated threshold measurements. A chest xray showed that the lead was not dislodged. This pt has third degree heart block with no atrial to ventricular synchrony. The physician will be scheduling a lead revision for the near future. New information was received that this lead was explanted as it would not stay in the atrium, it is believed that it was due to blood inside the lead lumen.